Event description:
A customer reported experiencing a tandem mobi cartridge alarm on october 6, 2025. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed the occurrence of cartridge alarm 30 and decided to replace the pump to resolve the issue.